Event description:
The surgery center reported that a laser vision correction patient was presented with corneal haze on right eye (od) eye at 4 day post-operative exam. The brief description from the account indicated the haze/infiltrate extending along the nasal portion of the right eye flap. The patient¿s chief complaint was foreign body sensation, pain, and photophobia. Topical steroid were increased and used to treat symptoms. Symptoms have been resolved. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 -4.50 x -.50 x 170. Left eye pre-op 20/20 -4.50 x -.25 x 30.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.